Manufacturer narrative:
Manufacturing site evaluation: the traceability of the production did not reveal any unusual findings. The shunt system met all specifications before shipment. Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a shuntassistant (#fv251t) was implanted together with a progav 2.0 shuntsystem (fx#431-t) during a procedure on (B)(6) 2024. Some adjustments of the progav 2.0 were performed. On (B)(6) 2025 the patient came in the hospital for review and needed an adjustment. The change of the pressure setting was not possible. Therefore, the patient underwent a revision procedure on (B)(6) 2025 of both products. The revised products were sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. Same event as medwatch 3004721439-2025-00262 (#fx431-t).

Manufacturer narrative:
Manufacturing site evaluation: visual inspection during the investigation, no significant deformations or damage of the valves was determined. Permeability test a permeability test has shown that the shuntassistant is permeable. Computer controlled test to measure the opening pressure using a computer-controlled miethke testing device that simulates the flow of cerebrospinal fluid, the valve is tested in horizontal and vertical positions. The results show that the valve operates within the accepted tolerance in both positions. Internal inspection after dismantling of the valve, no deposits were found inside results based on our investigation results, we cannot determine any functional deviations or other abnormalities in the shuntassistant. The product operated within all specifications. The examination of the return has been completed with the drafting of this report. No further actions are required as a result of the complaint. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.